Event description:
A review of service data detected a reportable event. During servicing of battery pack, which was returned for routine maintenance, it was discovered that the battery pack would not charge. The last patient to use this battery pack did not report any problems with it.

Manufacturer narrative:
Evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery not charging was due to defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the final download from the last patient to use this battery pack. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The last patient to use this battery pack did not report any problems.